Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The implant coil was returned for analysis. The pusher was not returned. The implant was noted to be closely wound; however, the entire proximal and middle section of the implant was stretched. The proximal tie knot was broken. The pusher was not returned for analysis; however, therefore, a root cause cannot be determined. The reported details indicated another manufacturer's catheter was used for the procedure. It is unknown if the specifications of that catheter were compatible with the coil.

Event description:
It was reported that during coil embolization in the right internal iliac artery, resistance was encountered during advancement of the coil in the catheter. During the removal attempt, the coil detached in the catheter. An attempt was made to push the coil out with the glidewire; however, it was unsuccessful. Both segments of the coil were removed in their entirety along with the catheter. There was no reported patient injury or intervention.